Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure the lens was loaded correctly, but when injecting the lens, it shot out and caused a posterior capsule rupture. The lens then dropped to the back of the eye. A different surgeon then performed an anterior vitrectomy and implanted a different lens. The original lens is still in the eye and the surgeon reported the plan was to leave the lens there unless the patient experienced any effects. Additional information has been requested.

Manufacturer narrative:
The product has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).